Manufacturer narrative:
Additional information: annex d code. Correction: annex c code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per position specification, but due to distal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the distal stent wraps with struts bunched proximally. No deformation was evident to the distal tip. The inner lumen patency was verified with a mandrel. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure two onyx frontier coronary drug eluting stents were unable to cross the lesion and both stents deformed due to multiple attempts to cross the lesion. The lesion being treated was severely calcified located in the mid left anterior descending (lad) artery. The lesion was pre-dilated with one nc euphora balloon catheter prior to inserting the first stent, which failed to cross the lesion despite several attempts and was removed. The second stent was then selected and inserted however it was also unable to cross the lesion despite several attempts. It was decided to remove it and further prepare the lesion with a scoring balloon. Upon inspection prior to re-insertion of the second stent it was observed to have a stent strut deformation. It was considered that the deformation was due to calcified plaque. Both stents were inspected prior to use and negative prep was performed with no issues noted. The stents did not pass through a previously deployed stent. No resistance was encountered with advancing thestents and no excessive force was used during delivery. A resolute onyx coronary drug eluting stent was then selected and used successfully to complete the procedure. No patient complications have been reported as a result of this event.